Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient first began experiencing the loss of therapy (B)(6) 2018. The cause for not being able to fully aspirate the catheter was not determined. The actions and interventions taken to resolve the inability to fully aspirate the catheter was the patient not reporting any signs or symptoms of baclofen withdrawal-has follow up on (B)(6) 2018. The healthcare provider indicated that the device still had approximately 60 months before eri (elective replacement indicator), no plans to explant device. No further complications were reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6)2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (2700 mcg/ml at 547.5 mcg/day flex dosing) and morphine (550 ¿mg/ml¿ at 111.52 ¿mg/day¿) via an implanted pump. The indication for pump use was multiple sclerosis, intractable spasticity, movement disorders and ¿other¿. It was reported that the patient had a loss of therapy on an unknown date. A catheter dye study was done today ((B)(6) 2018) and they were unable to fully aspirate the catheter, so they aborted the procedure. They only partially cleared the catheter with a total volume of .238 ml with an aspiration of 0.5-0.6 ml. It was unknown by the reporter, if there had been any pump reservoir volume discrepancies. No single bolus was done to confirm patient response as no follow-up doctor was available at the time of the dye study. No further complications have been reported as a result of this event.